Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information received on 9/29/2025: the tip did not completely detach from the ablation device, so removal from the patient was not necessary. At the surgeon¿s request, the device was removed and a new ar-9831 apollo rf i90, aspirating ablator was used to complete the case. The case experienced an approximate 5-minute delay. Additional anesthesia was administered for the delay. No alarms were triggered on the machine, and there were no indications of device malfunction. There is no evidence that the device came into contact with any other equipment. The surgeon was performing a subacromial decompression and debriding during this time, though the exact duration is not documented. If any contact occurred, it would most likely have involved the arthroscopic camera; however, contact cannot be confirmed. The camera did not appear to sustain any damage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 09/23/2025, a competent authority reported via email that an issue occurred involving the ar-9831 apollo rf i90, aspirating ablator. During the procedure, the ablator's metal plate at the tip got detached and lifted at a 90-degree angle. The device was immediately removed from the surgical site and replaced with a new device. The malfunction resulted in additional time under anesthesia during the procedure. The incident occurred on (B)(6) 2025, during a right shoulder arthroscopy with subacromial decompression, biceps tenotomy, and distal clavicle resection procedure.